Event description:
This report summarizes two malfunction events. A review of the events indicated that model rf048f filter allegedly experienced difficulty removing, a detached component, and a patient-device interaction problem. These reports were received from various sources. Both events involved patients with no known impact to the patients. The patients were both female, aged 50- and 60-years-old, weight not provided.

Manufacturer narrative:
H10: two reported malfunctions were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2019-00331 and 2020394-2021-80803.

Manufacturer narrative:
Of the two reported malfunctions, one was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdrs 2020394-2019-00331; in addition, difficult to retrieve was no longer identified for this malfunction. For the other reported malfunction, the device was not returned for evaluation; however, medical records were provided and reviewed. Approximately eleven years nine months post filter deployment , the filter and one fractured limb were captured and removed. A CT scan performed preoperatively demonstrated that the tip of the filter was embedded in the wall of the ivc. The filter was removed from the main body after extensive adhesions removal with forceps and dissection and multiple manipulations. Approximately two months post filter retrieval an x-ray demonstrated two linear metallic structures, one horizontally oriented to the right of the midline at the l1-l2 and second localized vertically at the l3 level which could be residual metallic legs of the filter. Therefore, the investigation can be confirmed for limb detachment and retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc. Per the medical records, the filter was placed prior to a bariatric procedure. The tip of the filter was embedded in the wall of the inferior vena cava. The filter was able to be retrieved after extensive adhesions removal with forceps and dissection and multiple manipulations. It is possible that the embedded filter tip and patient factors could have led to the retrieval difficulties. However, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model rf048f filter allegedly experienced difficulty removing, a detached component, and a patient-device interaction problem. These reports were received from various sources. Both events involved patients with no known impact to the patients. The patients were both female, aged 50- and 60-years-old, weight not provided.

Manufacturer narrative:
The devices were not returned for the two reported events; therefore, the investigation is inconclusive for the difficulty to remove, detached component, and patient-device interaction problem, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model rf048f filter allegedly experienced difficulty removing, a detached component, and a patient-device interaction problem. These reports were received from various sources. Both events involved the patient. Patient age, weight, and gender were not provided for one of the events. The other event involved a (B)(6) female, with weight unknown. Patient status is unknown for both events.